Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of power failure was not reproduced. However, after checking the error log, it was confirmed that e03 had occurred four times, and that it occurred because the pressure sensor on the main printed circuit board had failed. (The error log remains for the last 10 times.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormalities during the inspection of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had lost power during use and had to be powered back on. The issue was found during a therapeutic laparoscopic colectomy procedure. The procedure was completed with the same device. There were no delays in the procedure and there were no reports of patient harm for that event.